Event description:
Beam data in the prescription of one pt was placed into the prescription of a second pt by the accelerator control computer. The error was not detected by the computer even though the intended treatment was an arc technique while the beam as modified was a static technique. The pt could have been treated with an incorrect irradiation if the error was not picked up by the therapist. Attempts to access the pt prescription from which the data came were rejected by the computer with a "checksum" error message. A disk verification test program reported that the two pt prescriptions were attempting to access the same data block.